Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6004373 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6004373 were previously tested in 1842768 on 15/mar/2024. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6004373 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12, on 17/nov/2023, with a total of 57,000 units. Assembly of quick set: the lot 3l01740 was manufactured according to the wi version 26 assembled in the quickset line, on 16/nov/2023, with a total of (B)(4) units. The lot 3l01738 was manufactured according to the wi version 26 assembled in the quickset line, on 16/nov/2023, with a total of (B)(4) units. The lot 3l01739 was manufactured according to the wi version 26 assembled in the quickset line, on 16/nov/2023, with a total of (B)(4) units. Gluing of quick set the lot 3l01724 was manufactured according to the wi version 41 in the gluing of quick set machine mp04, mp05 & mp08, on 13/nov/2023, with a total of 329,400 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.